Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) was failing test.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hosp). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, b6, b7, d10, h6 medical device problem code, health clinical code, impact code. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer had an inhouse engineer and they were able to confirm the failure. At first, the fse replaced the drive manifold assembly and pim module but it was still failing. Upon further investigation, the faulty component was the helium regulator, small brass piece on the fill manifold. Customer stated the repair was carried out inhouse.

Event description:
It was reported that during pre use check by customer cardiosave iabp (intra-aortic balloon pump) was failing test. No patient involved.